Manufacturer narrative:
The toshiba customer engineer along with the biomed representative tested the cat-850b table and it met its specifications for tension on magnetic brake. The patient was lifted and returned to the table. No report of patient injury. Toshiba is working with the site on a potential solution.

Event description:
It was reported that a patient fell to the ground owing to the cat-850b catheterization table pivoting. (B) (6). The patient's fall was slow and gradual so there was no injury to the patient.